Event description:
It was reported that non-sustained lead noise was observed via remote transmission due to competitive ventricular pacing. Patient was asymptomatic. Programming changes were made. The patient will continued to be monitored. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.